Event description:
It was observed that during the device evaluation, the video scope exhibited foreign objects on the nozzle, adhesive around light guide lens was peeled, and burn mark on the forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. For the burn mark finding, it is possible that high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.